Event description:
The subject cobe perfusion pack was found to have the inlet and outlet lines reversed at the membrane compartment of the oxygenator. The problem was detected at setup, so there was no pt involvement. The customer indicated that the same problem had been found at setup in 3 other packs from this lot as well.